Manufacturer narrative:
Hw20916 was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log files indicate an increase in power consumption starting on (B)(6) 2017 of approximately 0.4w leading to current parameters above the normal operating range confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to external factors such as thrombus formation. Based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications and the patient's past history and comorbidities. In this particular case the patient's recurrent episodes of hemolysis and suspected pump thrombosis may have also contributed to the event. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Device remains implanted.

Event description:
It was reported that this patient experienced power consumption above normal ranges as seen in log file analysis performed by the site. The patient was treated with lysis therapy and discharged home at a later date.